Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen 1000ug/ml at 234.3ug/day, marcaine 4mg/ml at .9372mg/day and morphine 2500ug/ml at 585.8ug/day. The indication for use was not reported. At the pump refill (B)(6) 2015 the expected reservoir volume was 8.5ml and the actual reservoir volume was 0ml. Since (B)(6) all the reservoir volumes were right on except that one. Per the reporter everything else checked out fine including all programming eri etc. The patient was asymptomatic and was doing fine. They would continue to assess the patient, the pump and the programming at each refill. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found overinfusion with undetermined root cause.

Event description:
Information was received from the patient's managing physician via a company representative who indicated that on the past five to six refills, there had been a volume discrepancy where 6-7 ml had been missing. The patient had, at time, seemed disoriented and confused. The issue had been identified at refill dates. On an unknown date, a dye study had been performed which showed a patient catheter. The patient's pump was replaced with a larger volume pump on 09/15/2015. The issue had not resolved at the time of this report. The patient was receiving baclofen intrathecal (2000 mcg/ml; 100 mcg/day), morphine intrathecal (5 mg/ml; 0.25 mg/day), and marcaine (8.0 mcg/ml; 0.4 mg/day) via the implanted pump. The patient's status at the time of this report was alive without injury. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Destructive analysis was completed and no new or additional anomalies were found during destructive analysis.